Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from other-non health professional (reported as administrator, director of l&d) via company representatives referring to a female patient of unknown age. The patient's historical condition included singleton pregnancy (vaginal delivery). Current condition included postpartum haemorrhage. This report concerns 1 patient and 2 devices. On (B)(6) 2022, approximately 4-6 hours after vaginal delivery patient underwent insertion procedure with vacuum-induced hemorrhage control system (jada system) (strength, lot# and expiration date were not reported) via vaginal route for postpartum haemorrhage. The suction was hooked up and "working properly" but was not suctioning any blood (device ineffective). The initial vacuum-induced hemorrhage control system (jada system) was removed, another vacuum-induced hemorrhage control system (jada system) was placed and did slow the bleeding. However, the provider took the patient to the operating room for a dilation and curettage (d&c). It was reported that maternal admission to intensive care unit (ICU) was not required. The director had no further information available. On (B)(6) 2022, 1st and 2nd vacuum-induced hemorrhage control system (jada system) (s) were discontinued. The causality assessment was not provided. Upon internal review, events device ineffective was considered to be serious due to required intervention (devices). Medical device reporting criteria: serious injury. Additional surgery(surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones).